Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retains. Source: email.

Event description:
Reported one false positive result on sofia flu+sars. It is unknown on which test. The customer communicated the result was confirmed negative by molecular (pcr testing).